Event description:
Ventilator constantly alarming "technical error 46". This is associated with clinical engineering work order 43-16348374. Clinical engineering technician found that the alarm output connection board (part number# 6649854), 1772 board (part number #6696957), and software download card (part number # 6667245) needed to be replaced. The technician replaced the boards and updated software. The ventilator passed testing and was returned to use.